Event description:
During an av fistula procedure, after approximately an hour into the procedure, the zipwire hydrophilic guide wire stuck in a 4 french catheter. The wire was succesfully removed and the catheter was left in place. The procedure was succesfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'no harm'.